Manufacturer narrative:
Damaged firing mechanism. Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #973494. Visual inspections & results: batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a; position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no. Analysis conclusion: based upon info received and visual examintion, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechansim. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the instrument misfired and the blade fell out. There was no consequence to the pt.